Event description:
The customer reported via phone call that the insulin pump had scrolling numbers during a bolus attempt. The customer stated that she was trying to set her bolus when the numbers kept scrolling over and over. She removed the battery in an attempt to resolve the issue but noted that the issue persisted, although the numbers seemed to have slowed down. The customer's blood glucose was 86 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However, the device was received with corroded keypad traces. No ramping numbers were noted on the display. The insulin pump was received with a cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, and cracked display window.